Event description:
Same case as MFR report # 2134265-2010-00285. Same patient as MFR report # 6000093-2007-00626. It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction, restenosis and thrombosis. The target lesion was located in the mid right coronary artery. The 2.75x24mm taxus express2 stent was implanted in the target lesion. At 604 days later, the patient presented with chest pain and EKG revealed acute inferior st elevation, suggestive of a myocardial infarction. Cardiac catheterization was performed and confirmed 60% thrombosis of the mid rca within the 2.75x24mm taxus express2 stent. An unknown taxus stent was placed within the previously placed stent and the patient was discharged 4 days later. At 510 days post reintervention, the patient presented with chest pain, shortness of breath and inferior st-segment elevation. Cardiac catheterization confirmed 100% stenosis in the proximal rca just post the proximal stent. The lesion was treated with balloon angioplasty and thrombectomy. Intravascular ultrasound confirmed the residual stenosis was 0%. The previously placed stents appeared well expanded and the filling defect had resolved. One day later, a chest x-ray showed cardiac enlargement and possible mild interstitial edema. It was reported that 2 days post admit, the patient was ambulatory without chest pain and was discharged on aspirin, plavix, zocor, lisinopril and metoprolol.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.